Event description:
Vancomycin dose as a secondary infusion was programmed into a fentanyl infusion -set up as a primary-. This increased the rate of the fentanyl infusion to 167 ml/hr. The sigma alarmed as the fentanyl bag was empty. Then 19 ml of fentanyl had been administered at a rate of 167 ml/hr. This can occur due to the following functionality within the sigma device: at present the designation primary only, means that the programmer is not able to program an infusion that should only be run as a primary as a secondary infusion. It does not prevent the programming of a secondary infusion into an infusion that should not allow for secondary infusions -ie a programmer can program an intermittent antibiotic or electrolyte replacement into a primary infusion such as propofol which may be either incompatible or increase the rate of the secondary infusion which may lead to significant overdosage-. It is our understanding that the fix for problem is to be included in the next software release -recently pulled from (B) (6). Event abated after use stopped or dose reduced? - yes.